Event description:
The pt had two leads implanted with the same lot number. It was reported after the pt's trial leads were removed, the physician noticed possible infection symptoms at the lead entry site and put the pt on a course of oral antibiotics. The pt is working with his physician to determine the next course of action.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.